Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the second haptic of the preloaded intraocular lens (iol) is getting overridden by the plunger and got stuck. The surgeon had to use instruments to work them apart. He had to pull on it to get it to release and it stretched it. It worked out fine and the lens was successfully implanted but with greater efforts. The patient had no issues and no other complications occurred other than surgeon having to work to release the second haptic while the first half of the lens was already inserted into patient's operative eye. This issue of second haptic getting stuck seemed to be a continual problem for the surgeon, for about 5-10% of the time and this was not related to any user error according to the doctor's report. This report captures the issue against the iol model dcb00 with known serial number. A separate report is being submitted to capture the other occurrences against the unknown preloaded lenses.